Manufacturer narrative:
An initial evaluation was performed and the service personnel reported that issue was verified but not duplicated. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined the cause of the issue was the power management (digital pcba), the digital pcba is not replaceable. This issue was resolved for the customer by informing them that the device is not repairable and needs to be scrapped.